Event description:
It was reported that during a gastric bypass procedure, once the device was removed from the outer box a hole was noticed in the peal pack. The device was not used. A new device was pulled and used to complete the procedure.

Manufacturer narrative:
(B)(4). Hole. The package was returned having been previously opened. The device was appropriately secured in the blister and the retainer that fits over the tip of the device was present and properly placed. The tyvek was visually examined and it was confirmed that a hole was present in the tyvek over the area where the tip of the device is seated. The device retainer was present and correctly placed over the device tip. The hole did not align with any edge of the retainer and was above a portion of the retainer that is smooth and flat. The damaged area of the tyvek does not come into contact with any part of the blister, retainer or device. The hole may have been caused by impact against the tyvek as the hole was from the outside in. All product is 100% inspected to ensure that device is properly placed in blister with retainer and that package integrity is intact prior to release. It is suspected that the damaged tyvek occurred external to ees. A review of field complaints and internal nonconformance reports was conducted for time period (B)(4), 2010 to (B)(4), 2011 and no similar or related issues were discovered.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.